Manufacturer narrative:
Updated fields: b4,d9 (device available for eval, return to manufacture date),g3, g6,h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. Corrected fields: e1 (initial reporter, event site name). Primary root cause 1-measurements machine: pcba design margins are not compatible with gpu ic. This may be associated power, and/or pcie bus timing. Contributing cause 1: material: gpu ic not within specification. Contributing cause 2: machine: software driver not being able to be resilient to detect and correct from failed operations and to spread processing evenly over time. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the power did not initially start up when the system was removed from the company. When the system did start up, the logs revealed error codes. The fse replaced the video generator pcba and the executive processor pcba. A test run was conducted for five days after replacement and the results were good. The failure analysis and testing dept. Received parts, with a reported unit failure of an internal communication error. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the boards individually in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual revision r. No failure confirmed on any part. Retaining the parts in the failure analysis and testing department.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had internal communication error during treatment. There was no injury or harm reported.